Event description:
It was reported that the device¿s low battery status alert was turned on and since then the patient had been hearing tones from the device all day long. The patient was seen by the physician and no alerts had triggered. The patient called the device manufacturer and identified one alert tone as similar to the one they were hearing. The patient was seen again by the physician and this time it was noted that the device was alerting for elective replacement indicator (eri). The device was explanted and replaced. It was further reported that the atrial lead was fractured. The lead was capped and was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 99% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: product ID 694965, implantable tachy lead, implanted: (B)(6) 2005; product ID 6940-52, implantable pacing lead, implanted: (B)(6) 2000. (B)(4).